Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sensor failure during the warmup period which prompted her to remove the sensor. Upon sensor removal, the sensor wire was missing from the wearable, and she alleged that the wire may have remained in the skin. On that same day at 6:00 pm, the patient went to an urgent care clinic, and the attending physician assessed the site, and she underwent an x-ray which showed the sensor wire was retained under the skin. The physician made an incision at the insertion site and removed the sensor wire from the skin. It was not specified if localized anesthetic was administered prior to the incision and how the incision was closed. The patient developed a purple bruise at the site, but no medication or treatment was provided for the bruise. On (B)(6) 2025, the patient went back to the urgent care and had an ultrasound to verify if any wire fragments remained in the skin, but the results are not available until (B)(6) 2025. At the time of the report, she was feeling anxious about the issue, and she had soreness in her arm. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).